Manufacturer narrative:
Concomitant medical products: 150ml b.braun bag ndc 0264-1800-32 diltiazem, therapy date (B)(6) 2018. The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a patient in the ER was started on a continuous infusion of cardizem (diltiazem 125 mg in nacl 0.9%) with an intended rate of 5 ml/hour and a volume to be infused of 125 ml. The medication infused five times faster than it should have. The patient was admitted to the ICU with no adverse symptoms. The devices were received with the tubing observed to be properly loaded in the device.

Manufacturer narrative:
The customer¿s report of an overinfusion of cardizem (diltiazem) was confirmed. Physical inspection of the device showed a bent sear with impact scar marks observed. Analysis of the pcu event log showed that the infusion was initially programmed to infuse diltiazem 125mg/125ml at an intended rate of 5ml/hr on concomitant pump module sn (B)(4), channel b, via a remote IV order. The infusion was interrupted due to that module's upper pressure sensor malfunctioning. The clinician attempted to continue the infusion but the error recurred. Channel a, pump module sn (B)(4), was then manually programmed for a custom concentration of 5mg/125ml instead of the previous concentration 125mg/125ml. This resulted in an infusion rate of 125 ml/hr, which was 25 times greater than the intended rate. Testing of the device resulted in no rate accuracy errors. The root cause for the over infusion was user programming.

Event description:
The customer reported that a patient in the ER was started on a continuous infusion of cardizem 125 mg in nacl 0.9% with an intended rate of 5 ml/hour and a volume to be infused of 125 ml. The medication infused five times faster than it should have. The patient was admitted to the ICU with no adverse symptoms. The devices were received with the tubing observed to be properly loaded in the device.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a patient in the ER was started on a continuous infusion of cardziem (diltiazem 125 mg in nacl 0.9%) with an intended rate of 5 ml/hour and a volume to be infused of 125 ml. The medication infused five times faster than it should have. The patient was admitted to the ICU with no adverse symptoms. The devices were received with the tubing observed to be properly loaded in the device.